Event description:
The report rec'd from the study indicated that the pt had a myocardial infarction (mi) after the index procedure. The indication for the index procedure was an acute mi with onset of pain greater than 72 hrs prior (>27 hrs). The pt was reported to be asymptomatic and had a mild peri-procedure ck and troponin elevation. The mi was reported to be inferior, target-vessel related, and non-q wave. No intervention was done as a result of the mi. There were no reported procedural complications. The event was reported to be mild in severity, possibly related to the study devices/procedure, not related to any other cordis prod and was a serious adverse event requiring in-pt or extended hospitalization. The subject's event outcome was resolved without sequel.

Manufacturer narrative:
The indication for the index procedure was an acute inferior non-st elevation mi (nstemi) with onset of pain greater than 72 hrs prior (>72 hrs). The pt was found to have two-vessel disease and had one lesion treated during the procedure. A staged procedure was planned for cardiovascular safety. The pt's left ventricular ejection fraction was reported to be 30-50% (lvef 30-50%). Integrilin was administered. The target lesion was the mid right coronary artery (rca). The lesion was reported to be: de novo, 3.5 mm vessel diameter, 40 mm length, angulation of =>45 degrees and <90 degrees, and type c (complex). The lesion was pre-dilated as planned with a 2.0 x 20 mm balloon at 24 atms. Two cypher select plus 3.5 x 23 mm stents were implanted in overlapping fashion: the first at 18 atms and the second at 24 atms. The stents were post-dilated with a 4.0 x 21 mm balloon at 22 atms. A satisfactory result was obtained. The % stenosis pre and post-procedure was not provided. The flow pre and post-procedure was timi 3. The pt was discharged three days after the index procedure. Please note that device is distributed outside the united states, however, it is similar to the united states prod. The prod is not available for evaluation and testing. A report from the e-select study indicated that the pt had a myocardial infarction (mi) after the index procedure. The mi was reported to be inferior wall, non-q wave, and non-st elevation (nstemi) the pt was reported to be asymptomatic with mild peri-procedure cardiac enzyme elevation. There were no reported procedural complications and no re-intervention was performed as a result of the adverse event. The pt is a male with a medical history of: obesity, a family history of coronary artery disease (cad), hyperlipidemia, and current smoking. The pt's risk factors of obesity and smoking put him at increased risk for mace. The indication for the procedure was an acute nstemi with onset of pain greater than 72 hrs. The pt's pre and post-procedure cardiac enzymes were elevated. The target lesion for the procedure was the mid right coronary artery (rca). The lesion was reported to be: 40 mm length, angulation of =>45 degrees and <90 degrees, and type c (complex). As per the instructions for use (IFU), coronary stenting is generally contradicted in pts judged to have a lesion that prevents complete inflation of an angioplasty balloon. Also per the IFU, the cypher select plus stent is indicated for improving coronary luminal diameter in pts with symptomatic ischemic disease due to discrete de novo and in-stent restenotic lesions (length <= 30 mm) in native coronary arteries with a reference vessel diameter of 2.25 mm to 4.00 mm. After pre-dilation two cypher select plus stents were implanted at 18 and 24 atms in overlapping fashion. As per the IFU, it is not recommended to exceed rated the burst pressure as indicated on the prod label. Use of pressures higher than specified on prod label may result in a ruptured balloon with possible intimal damage and dissection. The pt was discharged three days after the index procedure. The devices remain implanted in the pt and are not available for inspection. Mfg record (DHR) review was conducted and the prods met quality requirements for prod acceptance. Myocardial infarction is a known complication of coronary stenting. The event of mi is being reported to capture the voice of the customer. The indication for the procedure was acute nstemi with onset of pain greater than 72 hrs prior. It should be noted that the reported cardiac enzyme elevation post-procedure does not meet acc criteria for mi. The pt's pre-procedure cardiac enzymes were also reported to be elevated. Based on the available info, there are possible procedural factors (stent deployment greater than the rated burst pressure) and lesion factors (40 mm in length, angulation=>45 degrees and 90 degrees <, and type c/complex lesion) that may have contributed to the event. This is one of two prods used during the same procedure. Please reference report # 9616099-2008-01469 and 9616099-2008-01470. Please note that this is the initial/final report for this prod.